Event description:
A report was received that, during a c-section procedure, a physician had a small amount of fluid contact the skin from a strike through on the right arm. The gown used was a xxl 2-ply liquid resistant gown. This product incident is documented in the steripac complaint database. Pack label not returned with gown, lot # tracking for history was not possible. Dates of use: 2007, unk. Event reappeared after reintroduction: no.